Manufacturer narrative:
A gehc service representative performed a checkout of the equipment and confirmed the reported fault. The control panel, adjustable pressure limiting valve, and adjustable pressure limiting gauge were replaced, and the unit was returned to service. The initial reporter is located outside the u.s., and therefore this information is not provided due to country privacy laws. Date of device manufacture year is 2003. The month of manufacture was unavailable at time of MDR filing.

Event description:
The hospital reported the control panel was not closing and causing the unit to be unable to ventilate. There was no report of patient involvement.